Event description:
It was reported that during a shoulder arthroscopic procedure the patients shoulder filled with fluid and the case was aborted. According to the reporter, approximately 10 minutes into the case, the pressure alarm sounded. The pressure was set at 35 mmhg with as high as 50 mmhg (recommended). The surgeon noted operative shoulder appeared to be absorbing fluid in localized area and into axilla. Tubing was checked and pump restarted several times for only brief moments before machine would cycle off. Tubing was totally switched over for new tubing, per manufacturer¿s recommendations. New tubing appeared to resolve the problem. Arthroscopic procedure was finally aborted after about 10 minutes because of fluid extravasation, (consent was for arthroscopic and open shoulder). Procedure then was completed without further incident. Md examined the patient post op and noted that returned fluid was resolving. Patient was sent to pacu in stable condition. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the procedure was a shoulder cuff repair. According to the reporter, the sensor in the tubing was bad; it was not picking up the pressure which was too high. The pump alarmed every time the pump was turned off and on. The bladder inside the chamber did not appear to be collapsed and the fluid was not to top of the tubing chamber, however, it was filled higher than usual. The extravasation was only in the deltoid region of the shoulder. Once the tubing was switched everything seemed to work fine. The surgeon could not do the debridement inside the joint due to the extravasation, so the surgeon switched to an open procedure in order to complete the case. Post op exam; the patient was doing well and sent home the same day. Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of the event was improper pump/tubing set-up or disconnection/reconnecting the tubing. In addition, the pressure sensing circuitry is located in the arthroscopy pump not in the tubing as reported. According to the reporter 'the pump alarmed every time the pump was turned off and on" an indication that the pump pressure sensors was working. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.